Manufacturer narrative:
The 2.5mm diameter locking screw (1405-10xx, length unknown) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. On 08/22/2016 additional information was received by the manufacturer indicating that on (B)(6) 2016 the surgeon had removed the screw during a simple procedure involving local anesthetic in his office. The device was not returned to the manufacturer as it was discarded. The product identification necessary to review the specific manufacturing history was not provided. The root cause of the screw backing out of the plate is most likely a result of the screw not being fully seated during original implantation. The surgeon mentioned to the sales representative that this was likely due to his proximal based incision that required him to reach in order to seat the screw during the original procedure. Further investigation is in process. The company will supplement the MDR as necessary and appropriate. Device was discarded.

Event description:
It was reported by a sales representative on (B)(6) 2016 that the distal screw (1405-10xx) on the dorsal plate backed out. The screw was originally implanted on (B)(6) 2016. The surgeon mentioned to the sales representative that this was likely due to his proximal based incision that required him to reach to seat the screw. On 08/22/2016 additional information was received by the manufacturer indicating that on (B)(6) 2016 the surgeon had removed the screw during a simple procedure involving local anesthetic in his office.

Manufacturer narrative:
The 2.5mm diameter locking screw (1405-10xx, length unknown) is provided to customers within a sterile kit (sk-12) and marked single use. (B)(4). There was no report of any patient injury or plan for revision during the initial report. After a similar event which resulted in a revision surgery was reported on MDR 3011623994-2016-0004, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted, with no plan for revision. The product identification necessary to review the specific manufacturing history was not provided. The root cause of the screw backing out of the plate is most likely a result of the screw not being fully seated during original implantation. The surgeon mentioned to the sales representative that this was likely due to his proximal based incision that required him to reach in order to seat the screw during the original procedure. Further investigation is in process. This MDR was not reported within thirty days as additional information was requested from the sales representative which delayed the initiation of the complaint and subsequent reporting. The information was obtained on 08/16/2016 and this MDR was filed on 08/18/2016. The company will supplement this MDR as necessary and appropriate. Remains implanted.

Event description:
It was reported by a sales representative on (B)(6) 2016 that the distal screw (1405-10xx) on the dorsal plate backed out. The screw was originally implanted on (B)(6) 2016. There was no report of any patient injury or plan for revision surgery. The surgeon mentioned to the sales representative that this was likely due to his proximal based incision that required him to reach to seat the screw. After a similar event which resulted in a revision surgery was reported on MDR 3011623994-2016-0004, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury.